Manufacturer narrative:
Corrected data: g2 (health professional was selected in error on the initial report). Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to insufficient wiping of the scope connector. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: [troubleshooting guide] - wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had a b30 communication error. The customer was not on site to troubleshoot equipment. Technical support recommended the customer shut the tower down, remove the scope and wipe the connection with an alcohol prep pad. After doing so reinsert the scope into the light source and power the unit back up. If the issue persists, the customer will call back and troubleshooting will continue. The customer reported that the issue is resolved, however had no information on the root cause. There was no report of patient harm or user injury associated with this event.